Manufacturer narrative:
(B)(4). Device evaluated by MFR : the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.50mm x15mm nc emerge® balloon catheter was advanced for pre-dilation. However during the fourth inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.